Event description:
When lifting, right foot slides off foot plate. Resident is tall and his weight and feet are proportionate. Based on resident size and lack of foot control, right foot slips when raising.

Manufacturer narrative:
Further info will be provided pending the conclusion of the manufacturer's investigation.